Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3093-33, lot# v577639, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3093-33, lot# v576492, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported having bilateral implants for bladder control. The patient was looking for a new physician as she could not be seen until (B)(6) 2016 by her current physician due to her physician having health issues. The battery had run down on one of the stimulators and she needed to find someone who could replace it. Additional information received from the patient in response to follow-up reported the "device battery failure" icon had been seen 3 weeks prior to the initial report. The battery depletion was presumed to just be due to the age of the battery. There had been no changes in her activity level or programming. It was noted that she had always required a higher amplitude on the right device compared to the left device. She had also had constant sensation/"pain&#55297;t the right site. She was getting sharp, pulsating "electrical" sensation at the right implant site. She decreased the stimulation (or thought she did) and the feeling recurred shortly after. She also felt a radiating sensation down the back of her right leg. She decreased stimulation again (or thought she did but the battery may have already been dead). She had met with a new urologist and was going to meet with them again in mid-november to schedule a surgical removal/re-implantation on the right side and possibly the left side as the left battery indicated a remaining effectiveness of about 6 months. It was noted that the surgery would have been scheduled sooner but she was having a separate surgery on (B)(6) 2015 by a different doctor. Relevant medical history included interstimulation-other.